Manufacturer narrative:
H3: the logic device with sn (B)(6) was packaged in a bag that did not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on or about (B)(6), 2018, patient underwent a right total knee replacement and was implanted with a optetrak psc polyethylene tibial insert. On or about (B)(6), 2020, patient underwent a right total knee revision. During the revision surgery, patient was implanted with a optetrak psc polyethylene tibial insert. No additional information available.

Manufacturer narrative:
"D10: 02-012-44-2013 - logic tibia implant psc insert, sz 2, 13mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00822. This follow-up report is being submitted to relay additional and/or corrected information. [List only MDR section codes updated/corrected in alphabetical order]. [Mluc: remove all numbers]. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."